Event description:
Non- integration. Lodi implant loosen after insertion, during impression. One week after insertion, it fell out.

Event description:
Non- integration. Lodi implant loosen after insertion, during impression. One week after insertion, it fell out.